Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance, due to low blood glucose (bg) levels of 3 mmol/l (54 mg/dl) and losing consciousness while wearing the pod on the abdomen for 72 hours or longer. The patient was treated with a glucose injection.